Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Stroke, neurologic dysfunction, peripheral thromboembolic event, and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The log file submitted by the account contained data from (B)(6)2017 at 16:43 through (B)(6)2017 at 14:03. No hazards alarms were captured and the device appeared to be functioning as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was hospitalized on (B)(6) 2017 with expressive aphasia and probable stroke. The patient reported hearing 2 beeps from the lvad device before (B)(6) 2017. CT of head was negative. Neurology department felt it was an embolic stroke, broca area. CT of chest with reconstruction and transesophageal echocardiography (tee) were completed. No lvad clots were observed. The patient was doing well with mild word searching. Lvad parameters were stable with no evidence of clot. The patient was placed on heparin infusion until inr 2.5 or greater. Patient was on aspirin, 325mg. No additional information was provided.